Event description:
Device malfunction: balloon rupture, unable to remove; time of malfunction: during procedure; symptoms/ae: none. It was reported that during post-dilatation of a highly calcified internal left carotid artery, the balloon ruptured a 8 atms in a radial direction. The physician stated that it was impossible to pull the device back into the sheath, and the patient was sent to surgery. Because of the surgery, the undamaged stent was removed, along with the balloon, and the patient was given an endarterectomy procedure. No additional information was available.